Manufacturer narrative:
(B)(4). Medtronic field service engineer (fse) inspected the device and found the o2 sensor to be broken. The o2 sensor was replaced. The ventilator passed all testing.

Manufacturer narrative:
Covidien reference number: (B)(4). This is a service part. Therefore, no service history record review is required. The information is added to the database for trending purposes. Complaint trends will be reviewed and monitored.

Event description:
It was reported that the spare oxygen sensor is broken there is no reported patient involvement.